Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was recommended that the product be explanted and replaced. This device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had triggered code 1007 due to capacitor charge time exceeding limitations. The charge times were found to be greater than 45 seconds. It was recommended that the product be explanted and replaced. This device was explanted and replaced. No additional adverse patient effects were reported.